Manufacturer narrative:
Additional information has been requested to the representative. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing and electric shocks outside of an isolated episode due to atrial fibrillation with rapid ventricular response. Therapy was not exhausted. The device remains in service. No additional adverse patient effects were reported.